Manufacturer narrative:
Patient codes: 2112 not labeled. Internal file number - (B)(4). If follow-up, what type: correction: patient code 1964 - labeled - removed. The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no evidence of a lot-specific product quality issue. It should be noted that the mitraclip ntr/xtr system, instructions for use states: the device is intended for reconstruction of the insufficient mitral valve through tissue approximation. It could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. The unchanged triscupid regurgitation (tr) was a result of the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for single leaflet device attachment. It was reported that the patient with degenerative mitral regurgitation (mr) of grade 3+ underwent a mitraclip procedure. One mitraclip was implanted at the mitral valve, reducing the mr to grade 1+. The procedure then continued with treatment of functional tricuspid regurgitation (tr) of grade 4+. The xtr mitraclip was implanted; however, the clip detached from the septal leaflet, but remained attached to the posterior tricuspid leaflet (single leaflet device attachment-slda). The tr remained unchanged at 4+. No treatment was done in the tricuspid valve for the slda. No additional information was provided.